Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was over 400 mg/dl at the time of the event. The customer may have also been suffering from a urinary tract infection. Prior to the event, the insulin pump alarmed no delivery. The customer changes her infusion sets every four days. The reporter stated that the customer is non compliant and does not check her blood glucose as needed. Nothing further was reported.